Event description:
It was reported to boston scientific corp that a renal dilator was inspected upon receipt at the user facility. According to the complainant, during unpacking, it was found that three devices were damaged. It does not appear to have occurred in shipping, but rather is packaging and/or packing of the devices. This report is for one of three devices. Refer to associated manufacture reports # 3005099803-2009-05026 and # 3005099803-2009-05027 for a description of the second and third devices. There was no pt involvement in this event. F/u with the materials coordinator revealed that during an inventory cycle count, it was found that the packages were damaged and sterility was compromised. The packages are stored in a hanging position at the user facility.

Manufacturer narrative:
Visual eval of the returned device revealed the package to have a jagged tear through it. The tear is most likely due to the pouch coming into contact with another object causing the pouch to be torn. The issue most likely occurred during shipping, storage, or handling prior to preparation. Therefore, the most probable root cause is handling damage. (B)(4).